Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient presented to his physician with dissatisfaction with his artificial urinary sphincter (aus) device. The patient was experiencing slight residual leakage of urine, and he was not happy with how superficial the pressure regulating balloon had been placed. The aus device was explanted, and a new aus device was implanted with a smaller sized cuff. There were no further patient complications reported.